Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold and one opening linear on the posterior. Leak test and microscopic analysis were performed which identified one opening striated on the posterior, cracked valve, partial delamination of the valve, and wear abrasion. Based on the device analysis the final assessment was one striated opening due to surgical damage consistent in the use of some surgical tool, a cracked valve seat diaphragm valve, and partial delamination of the valve assessed as adhesive failure.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.